Event description:
A caller reported experiencing a cartridge alarm 30 consistently over the past few days, which impacted their blood glucose levels by displaying a "high" value. To address this, the customer administered corrective injections using mdi and did not require third-party assistance. The issue occurred during pumping, and despite not having previously reported related alarms, the caller managed to load a cartridge themselves and resume insulin therapy. It was resolved that the caller would monitor the system and report back if the issue recurred. Tandem technical support confirmed multiple alarms in the pump history and planned to replace cartridges as a goodwill gesture.